Manufacturer narrative:
Product event summary: the device was returned and analysis revealed that the returned device indicated shorting/low impedance in the battery. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Event description:
It was reported that the device experienced rapid battery depletion to recommended replacement time (rrt) in less than 30 days. It was also questioned why the recommended replacement time (rrt) notification was delayed. The device was explanted and replaced. No patient complications have been reported as a result of this event.